Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the cardiosave intra aortic balloon pump (iabp) malfunctioned. There was a blood in the system. There was no patient harm reported.